Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and low blood glucose. The customer¿s blood glucose level was 46/dl at the time of the incident. Customer treated it with yogurt and bowl of ravioli. Customer reported that little piece chipped off and the battery cap is loose. Customer stated that the display was not blank less than 30 seconds. Customer stated that display is blank currently. Customer reported that insert battery alarm did not display on the pump screen. Customer states the contacts on the battery cap are damaged. The customer was stated that the spring is corroded and there was white dust on the spring. Customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.